Event description:
Argon beamer stopped working. Team opened second hand piece; it stopped working and the tip melted. Hand piece was removed immediately from patient. There was no harm to patient. Grounding pad site was clear. Unknown what caused or contributed to the event.